Event description:
It was reported that the patient underwent a rectocele and cystocele repair on 01/26/2006. Postoperatively, erosion on the mesh was noted. On 02/01/2006, an unknown procedure was performed. On 03/28/2006, the patient had a follow up surgery to remove mesh on the cystocele side. The patient was scheduled for another surgery on 07/28/2006 for additional mesh removal.

Manufacturer narrative:
H-6: exposure of the mesh can occur for a variety of reasons such as inadequate mucosal closure, atrophic vaginal skin, or postoperative trauma to name a few. These sometimes close spontaneously with time and estrogen therapy. Others require resection in the office or the operating room. Exposure is a risk with use of any foreign material.